Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary planned treatment was performed by the customer and completed by using another system. Philips field service engineer (fse) inspected the system onsite and confirmed that x-ray pc does not turn on. Review of the system log file showed that there was malfunction in x-ray pc as connection to the x-ray pc was lost and it didn¿t react. Upon troubleshooting, fse found that the screen was black. To resolve this issue, fse replaced the x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the x-ray pc does not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.